Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch filed, additional reported information indicates that the proximal shaft of the stent delivery system (sds), outside of the patient anatomy, separated into two pieces. The separated portion of the sds was simply withdrawn from the patient anatomy without issue. Another size xience prime sds was used to successfully complete the procedure.

Event description:
It was reported that during a procedure to treat a lesion in the left circumflex coronary artery, pre-dilatation was performed. A 2.75x38 mm rx xience prime stent delivery system (sds) was advanced and while attempting to cross through the lesion the shaft separated into two pieces. The sds was withdrawn from the patient anatomy. There was no reported adverse patient effect. No additional information was provided.